Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, a scratch on the iol optic was observed after implantation, the surgeon explanted the lens and replaced it with a new iol.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and damage to the intraocular lens (iol) was observed. Half of the iol received in the lens case (half of the optic with one haptic). Solution is dried on the iol. There are multiple fractures and scuff marks in the optic. Received photo shows half an iol resting on an iol lens case lid. Half optic and one haptic are present. We are unable to determine the root cause for the reported complaint scratch on iol optic observed after implantation. The product was subject to handling and the reported damage was highlighted post implantation. We are unable to verify if the product contributed to the event. In addition to this, all iols are 100 percent (%) cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).